Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information and alarm information were requested, but no response received.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the patient information was not obtained from the hospital. Review of the diagnostic report shows that the unit failed and alarmed with errors that indicated a spi bus failure. The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem.